Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint was confirmed. The returned unit was placed in a lab 9k sys and the reported issue was duplicated under lab conditions. No further eval was performed due to obsolescence of returned 9k board. This device was repaired and returned. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during the use of the device for a non-clinical activity, a message indicating a temp module failure was displayed during start up. There was no pt involvement.